Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g1 h3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the weld between the mallet and shaft broke, causing the mallet to detach from the shaft. No other problems identified. A manufacturing investigation was conducted by jabil detailing the failure mode. The combined hammer 500g broken at the welding and the complaint condition can be confirmed. According to the dimensional inspection 2.4 it is shown that the dimension 0 10mm h8 was out of tolerance. Data analysis and engineering tests were conducted to investigate. The products have been tested and the smaller shaft (010mm h8) and resulting larger clearance with the hammer head does not negatively impact the function of the hammer. This condition was realized within the investigation of a former complaint and documented in nr-0100922. According to the product development memo excludes manufacturing as a root cause. To address the condition of the hammer shaft being out of tolerance, CAPA-008943 was opened on 22. Feb 2019. Within CAPA-008943 there was a process change initiated to change the manufacturing steps before and after hardening. CAPA-008943 was effective has already been closed on 16. Sep 2020. Therefore no further actions are needed. Additional information can be found in attachment. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the spiral combination hammer 500 grams, p/n: 03.010.522 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history: part number: 03.010.522, lot number: l355851 (wo# (B)(4)), manufacturing site: umkirch, release to warehouse date: 30-mar-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported on (B)(6) 2023, that the mallet is broken. There was no patient involvement/ consequences. This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for complaint (B)(4).